Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. A philips field service engineer (fse) evaluated the unit and confirmed the reported problem. The fse replaced the data acquisition (da) board and the solenoid valve to address the problem. The unit passed all required tests after repair was completed. The customer's alleged malfunction was confirmed. The device was out of service and in possession of the biomed when the reported event occurred. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Data acquisition (da) board returned for failure investigation. Visual inspection of the data acquisition (da) board revealed no evidence of damage or contamination. The data acquisition (da) board was tested, and no failures were identified.

Event description:
It was reported to philips that the device was giving a proximal pressure auto zero failed error. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated sol 3 was replaced and after 15 minutes, the issue returned. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.